Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician noted a check lv lead statement on the programmer. The lead displayed out of range impedance measurements or low intrinsic amplitude measurements. The physician informed our representative of the statement noted; however, the specific left ventricular lead model and serial were not provided. No adverse patient effects were reported.